Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the bilateral pulmonary artery using the lightning aspiration tubing (lightning), indigo system cat12 aspiration catheter (cat12), indigo system separator 12 (sep12), and rotating hemostasis valve (rhv). During the procedure, while making the final pass, the physician removed the sep12 and, consequently, the rhv came apart. It was reported that the physician was unable to put the rhv back together after making several attempts. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same cat12 and sep12. There was no report of an adverse effect to the patient.